Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a hypoglycemia event where the eversense cgm system did not alert the patient. The event happened on (B)(6) 2025 at 01:52 pm. The blood glucose (bg) value was 49 mg/dl and the sensor glucose (sg) value was 111 mg/dl. The patient was able to self resolve the event by drinking something.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on dms analysis, most calibrations (blood glucose values) entered fit sensor glucose (sg) trends well. However, it was observed that there were instances where calibrations were rejected due to rapid changes in glucose. The rapid changes in glucose could result in causing "lag" contributing to the differences in bg and sg values. The customer was advised to perform sensor re-link, and the system was monitored for few days. Based on additional review, the system began to show improvement with better agreement in bg and sg values. A review of the two weeks data post the feedback was analyzed and the system performance was within expectations. The customer did not report any additional inaccuracies. B4.date of this report 04 july 2025. G3.date received by the manufacturer? 04 july 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.